Manufacturer narrative:
Info was not provided. Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called alleging high readings on the lfs meter. She received a 139 and 145 mg/dl and did not experience any symptoms at the time of testing. Pt contacted her nurse for advice and was advised to wait to see if the blood glucose goes down and was told to contact lfs to obtain control solution. She did not realize that the meter was set to the incorrect unit of measurement. Pt does not recall going into the set up mode. Meter was originally set to mmol/l. Pt is not on any oral medication or insulin for her diabetes. She based everything on diet. Pt was recently in the hospital for lupus for about 3-4 months. Based upon the info provided, this case is being reported as a malfunction, since it appears that the unit of measurement appears to be a "spontaneous occurrence" that is not caused by changing the battery, or the pt accidentally changing the settings.